Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level of 49 mg/dl. Customer's current blood glucose is 88 mg/dl. Customer treated with a large glass of orange juice, crackers, and peanut butter. Customer stated that she knows her blood glucose will go up. Customer reported having sensor glucose and blood glucose reading differences in a previous call. Customer's blood glucose was 215 mg/dl. Customer mentioned her blood glucose was at 52 mg/dl on (B)(6). Customer was called back and customer stated that she treated with orange juice, soda, crackers, and peanut butter. Customer declined troubleshooting for low blood glucose. Customer's blood glucose was 49 mg/dl at the time she was called back.